Manufacturer narrative:
The reported event of helix mechanism issue was not confirmed. As received, a complete lead was returned in one-piece. Visual examination and x-ray examination of the helix mechanism and the inner coil found no anomalies that would have contributed to helix mechanism issue reported in the field. The helix could be extended and retracted with the full helix extension measured within specifications.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. During procedure, the lead was unable to extend nor retract its helix. The lead was removed and replaced. The patient had no adverse consequences.